Event description:
It was reported that during preparation for the farawave procedure to treat atrial fibrillation, a farawave catheter was selected for use. Upon opening the second farawave catheter there was white residue on the shaft of the catheter. The procedure was completed using another catheter. No patient complications occurred.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.